Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that since implant the patient feels ¿a big lump on their back,¿ they can feel the ins, and it hurts when they lay down in bed. It was noted that they got a new mattress two months ago, in (B)(6) 2017, and they bent in bed noticed that it hurt when they moved. It was also reported that they wanted to decrease their stimulation because on (B)(6) 2017, they were having ¿shooting pain down the leg.¿ troubleshooting showed that they were on program 3 at 1.9v, and they decreased stimulation to 1.7v. It was noted that the troubleshooting resolved the issue. No further patient complications are anticipated or expected as a result of this event.